Manufacturer narrative:
No procedural delays or cancellations were reported. A steris service technician arrived on site, inspected the unit, and was confirmed to be operating according to specification. The technician identified that a processing cycle was never started, no instruments were involved with the reported event. It is unknown if the employee subject of the reported event was wearing the proper ppe. The root cause of the reported event could not be determined; however, can likely be attributed to improper use of the system 1e tray or improper handling of s40 steriliant. In-service training for the proper use and operation of the system 1e and s40 sterilant will be offered. No additional issues have been reported.

Event description:
The user facility reported that an employee was burned when placing a tray into their system 1e processor. Medical treatment was sought and administered.